Manufacturer narrative:
The device was returned to olympus for inspection but the reportable malfunction was not confirmed. Based on the results of the investigation, since no device problem was found a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit had a leak at the co2 output. The issue was found during setup/inspection prior to clinical use.